Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-jul-2023. H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one 20gx1.00in nexiva device from lot number 2144087. The visual inspection of the received sample shows that the needle has pieced the catheter and is seen protruding on the side of the tubing wall. The observed media on the device indicates that the device has been handled and venipuncture was performed. The reported issue was confirmed. As the unit was used, it is unlikely that the damage occurred during manufacturing. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. A needle spear through may also occur in the clinician setting during tip adhesion break or during venipuncture if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - single port the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: customer complained catheter was split by needle upon advancement.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - single port the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: customer complained catheter was split by needle upon advancement